Event description:
It was reported that the customer experienced high blood glucose. Blood glucose value was 535 mg/dl; treated by manual injection. Customer's mother stated that the insulin pump alarmed no delivery during prime. It was stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.